Manufacturer narrative:
Additional information g4 and h6. Device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the manufacture?s seal is affixed. The condition of the j9 connector was not correct per factory specification and required repair. The mating of the ribbon cable connector and j9 of the main printed circuit board assembly (pcba) were reassembled and inspected; glue was installed. The pump was tested after reassembly and found to be in good condition. During functional testing, no alarms were present. The reported failure was not confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other, other text: additional information g4 and h6. Device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the manufacture?s seal is affixed. The condition of the j9 connector was not correct per factory specification and required repair. The mating of the ribbon cable connector and j9 of the main printed circuit board assembly (pcba) were reassembled and inspected; glue was installed. The pump was tested after reassembly and found to be in good condition. During functional testing, no alarms were present. The reported failure was not confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd and primary audible alarm post occurred in alarm history.